Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump associated with the event was a model 8637-40 with serial number(B)(6). The catheter components associated with the event were as follows: model 8596sc (lot number 0223533216), model 41101 (ventricular catheter), and model 23092 (peritoneal catheter). The model 41101 and model 23092 catheters were connected via a catheter connector model 45103 (lot number e58384). Regarding the pump segment of catheter (model 8596sc), it was indicated that 19.4 cm was trimmed and 46.6 cm was implanted.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: EU_unknown_prog, serial/lot #: unknown ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The clinician programmer software (model a810) version used at the time of the event was 1.1.413. Regarding if it was confirmed if the catheter length/volume that was entered at implant was incorrect and/or if there any known factors that may have led or contributed to the issue, it was indicated that it may have been a mathematical error. Regarding the cause of the overdose symptoms, it was further indicated that they suspect the volume of the catheter was overestimated which had since been corrected. Regarding the plan for performing a bridge bolus, the bridge bolus had not yet been performed. There were no further actions taken or planned.

Manufacturer narrative:
Continuation of d10: product ID a810 clinician programmer software version: 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810 clinician programmer software version 1.1.413; ubd: unknown UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml of baclofen at 24 mcg/day via an implantable pump for stiff man's syndrome. On (B)(6) 2022, it was reported that the patient had an intraventricular catheter implanted for stiff man's syndrome on (B)(6) 2022. However, the patient had symptoms of overdose the same day as the implant and was admitted to the ICU. The patient recovered but the nursing team did not trust the catheter length/volume that was entered when the catheter was implanted. It was confirmed that the programming was correct. The pump was lowered to minimum rate and then was slowly titrated back up to 24 mcg and, at the time of the report, was at 285 mcg/day. The patient was tolerating this dosage well and had marked symptom improvement. The patient was requesting an increase in concentration to 1000 mcg/ml because they believe they will eventually need a higher dose, but this opinion was not shared with other hcps. The plan with the concentration change would be to assume a shorter length for the catheter than what w as programmed since the nurses do not believe what was entered was correct. The hcp noted that they would admit the patient during any bridge boluses and would release them once it was certain that they were past the drug change leaving the pump tubing and the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.